Event description:
It was reported that the customer would like to know if it is possible to identify whether the alarms have been silenced by the monitor or by the picix/client. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer would like to know if it is possible to identify whether the alarms have been silenced by the monitor or by the picix/client. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.